Event description:
Each time that I have my blood pressure taken with an automatic blood pressure cuff, not only does it leave my arm bruised very badly for two to three days afterwards, the reading is usually ten two twenty points higher than the manual bp device. I've had my blood pressure taken with the manual (hand held device) and seconds later had it taken with the automatic device and the reading on the automatic device is always ten to twenty points higher. The automatic device squeeze the arm so tight, I feel that it caused the pressure to rise so that high bp medications can be prescribed. I feel, in my own opinion that there maybe some collusion going on involving the pharmaceutical companies that make high blood pressure medication and the makers of the automatic blood pressure device. I would very much like for you to investigate. Maybe the devices need to be recalibrated. I know many people who've complained about this problem. My primary care dr is: dr. (B)(6). My oncologist: dr. (B)(6).